Manufacturer narrative:
Returned for evaluation was one (1) 5f sheath with tubing detached. As received the returned sheath tubing was detached from the handle. The tubing was also bent in half. The handle is still in one piece, i.e. Not broken open. The customer's reported complaint description of sheath tubing detached from the hub was confirmed based on evaluation of the returned complaint sample. A device history records review of the packaging/introducer lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. (B)(4) and the returned sheath complaint sample was sent to the sheath/dilator supplier/manufacturer (greatbatch) for sample evaluation/root cause determination and DHR review of the reported supplier lots. (B)(4) response states: root cause could not be determined. Analysis of the device provided did not reveal a manufacturing issue and review of the manufacturing records did not reveal any discrepancies that would have contributed to this event. Follow attempt did not clarify the potential root cause of use/handling issue by the end user in the field. The current occurrence rate is within the predicted occurrence rate limits. The complaint part was reviewed under x-ray and it was found that the part does have the holes at the proximal end. The complaint part was compared against a normal production part and the punched holes are present in the tubing and do not show any abnormal condition. Likely root cause is handling damage to device hub during use. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A director of cardiac and vascular services reported an issue with an xcela 5fdl-55cm ir-145 kit. During placement of the catheter, the peel away sheath broke away from the sheath hub as the PICC was being advanced over the guidewire. The sheath became lodged in the patient's body but was able to be retrieved using a snare. The patient did not experience any adverse effects or harm because of this incident.

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).